Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the device is returned analysis will be performed and this event would be updated.

Event description:
Boston scientific received information that during a device replacement procedure for normal battery depletion the physician was unable to loosen the right ventricular (rv) setscrew on the device despite several troubleshooting techniques. Subsequently the rv lead was cut and surgically abandoned while the device was explanted as planned. No adverse patient effects were reported.